Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 was very difficult to move in and out of the cannula. They were having an issue with it sticking while in the cannula and they were able to finish the case with the same kit. No patient harm was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/08/2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned partially inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no visual difficulties observed. The harvesting device was then inserted into the cannula with no visual or physical difficulties observed. There were no visual defects observed on the harvesting device or the cannula. The c-ring was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000240573 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.